Event description:
Reportedly, display distorted-electrical smoke smell. Electrical "smoke" smell coming from monitor when powered up. Cannot view display but "keypad lights up". No patient injury reported.

Manufacturer narrative:
Device not returned.